Event description:
It was reported that the pt received a zn cm asia short 13mm x 180 mm 125 l. Left side, on (B)(6) 2013. On (B)(6) 2013, the pt complained of pain and an x-ray taken (B)(6) 2013 showed that the nail was broken. The pt underwent revision surgery on (B)(6) 2013.

Manufacturer narrative:
At the time of this report, the product has not been returned to the MFR for investigation. Once more info is received and the product is returned, an updated report will be submitted. (B)(4).